Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspection was performed on the returned device. The reported inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue as it could not be confirmed during return analysis testing. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a ramus branch that did not have any tortuosity or calcification. An unspecified stent was implanted in the proximal ramus branch, and a 2.5 x 18 mm xience sierra stent delivery system (sds) was advanced towards the lesion without meeting any resistance. However, the stent delivery balloon completely failed to inflate with an indeflator. Therefore, the sds was removed and the stent delivery balloon was inflated outside the anatomy and the stent dislodged from the balloon. A 2.5 x 18 mm non-abbott stent was then implanted with the same indeflator to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.